Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystocele repair and enterocele repair. It was reported that following insertion the patient experienced recurrent infection, vaginal scarring, incontinence, mesh erosion, pain and urinary incontinence. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time. It was also referenced that on (B)(6) 2006, the patient had underwent a gynecological procedure and had a pelvisoft implanted. It was also reported that on (B)(6) 2008, the patient underwent a gynecological procedure and had a surgisis implanted.

Manufacturer narrative:
Date sent to the FDA: 04/26/2016. It was reported that following insertion the patient experienced urinary retention. It was reported that the patient underwent mesh removal surgery on (B)(6) 2006 by (B)(6). (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.